Manufacturer narrative:
(B)(4). A third party service agent evaluated the customer's device but was unable to duplicate the reported issue. The third party service agent observed that the device's readiness display showed ok and that the device was able to charge and shock defibrillation energy during testing. The defibrillation electrodes that were used during the event were returned along with the device; however, the electrodes had been stuck together following use and were not connected to the device when it was received by the third party service agent.  It could not be confirmed whether or not the defibrillation electrodes were connected to the device during the event.  There were no patient records in the device memory related to the reported event. Since the defibrillator digitally stores data when it is turned on and the defibrillation electrode are successfully applied to the patient, this suggests that the defibrillation electrodes were either not successfully applied or there was an issue with the connection of the defibrillation electrodes to the defibrillator. The device and used defibrillation electrodes were then returned to the customer. The customer subsequently disposed of the used defibrillation electrodes. Neither the device nor the used defibrillation electrodes were returned to physio-control for evaluation. A clinical review of the file was performed; however there was insufficient information within the file to determine whether or not the device use contributed to the patient¿s outcome. The cause of the reported issue could not be determined.

Event description:
The customer contacted physio-control to report that during an event, their device would not detect that the patient was connected via defibrillation electrodes.  First responders using the device had reported that they connected the device to the patient and when they pressed the on button, the device powered on and provided voice prompts, eventually prompting personnel to "connect electrodes" even though the defibrillation electrodes were connected to the patient. The local emergency fire department eventually arrived on scene and removed both the device and defibrillation electrodes from the patient in order to use their own equipment.  It was not reported whether or not the backup device used by the fire department's was used to provide any shocks to the patient. The patient, a (B)(6) year-old female, did not survive the event.  Physio was advised by the customer that the patient had expired due to "arterial exfoliation." No further information about the patient or the event was provided.